Manufacturer narrative:
(B)(4). Batch # n54934. The analysis results showed that one ecr60g reload was received fully fired, with the pan detached. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) procedure, the surgeon found that the metal pin of the cartridge was still in the jaws when taking out the used cartridge after firing. The metal pin was easy to take out and the tissue was cut and the staples were formed regularly. There were no adverse consequences for the patient reported.